Manufacturer narrative:
The device was not returned to the manufacturer for evaluation and was reported to be held by the complainant. A supplemental report will be sent if the device is received.

Event description:
It was reported that there were metal shavings coming form the device during a shoulder arthroscopy. Suction and flushings were used, and it was believed that all of the shavings were removed, but it could not be confirmed. There was no known pt injury, and the pt was okay following the surgery. This was an outpatient procedure that was completed normally. The device was reported to be held by the complainant due to the potential of product still remaining in the pt.